Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿saline deflation."

Event description:
Healthcare provider reported ¿saline deflation on unknown side¿. The device remains implanted.